Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via company rep to our local affiliate ((B)(4)). This case involves a female (age nos) pt who received 2 vials of poly-l-lactic acid (sculptra) two months ago for aesthetic reasons. One week ago, the pt developed soft lumps at and around the sites where poly-l-lactic acid was injected. The lump near her nose is oozing pus. The doctor prescribed it as inflammatory / allergic reaction. Therapy was discontinued. It is unk if corrective treatment was given. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Additional info received on 17-jun-09: ptc results were received. A brr (batch record review) was performed without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.